Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast reconstruction with 275cc mentor cpx 4 breast tissue expander experienced wound infection on an unspecified side postoperatively. As a result, the patient underwent explantation on (B)(6) 2021.